Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that one half of the green "circle of life" pump running led was off and the display button was not working on the patient's system controller. The lcd screen was damaged. The patient's controller was exchanged. Log files were sent for review. The event log captured routine events, the ventricular assist device (vad) and peripheral equipment were functioning as intended. There was no indication in the log file that the pump was running in backup mode. The vad was running at the fixed speed of 5500 rotations per minute (rpm).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of only one pump running light emitting diode (led) illuminating and the display button not functioning as intended were confirmed via analysis of the returned system controller. The returned system controller (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any atypical alarms produced. During testing, it was observed that only one of the pumps running leds would illuminate and that the display button would function when more pressure was applied to the button. The system controller was disassembled to inspect the internal components, revealing that the solder joints on the user interface (ui) connector were damaged. Damage to the solder joints on the yu connector would result in the reported events. Log files were submitted and downloaded for review and the data in the log files did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low speed limit without issue while the driveline was connected. The cause of the reported events was determined to be due to damage to the solder joints on the ui connector; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2022. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (rev. A) and the heartmate 3 IFU (rev. D) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that exchanging the controller resolved the issue.